Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one resolute integrity drug-eluting stent was implanted in the rca. Approx. 11 months later the patient suffered a stroke. The investigator assessed that the event is not related to the study stent.